Event description:
The customer reported that the lh 500 hematology analyzer generated "ambient temperature" errors and the customer discovered a leak of clenz from the right hand side of the instrument while troubleshooting the errors. The customer was wearing personal protective equipment consisting of gloves, eye protection and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting over the telephone. Cts stated that the customer replaced a worn tubing at feed-thru-fitting (ff128 to ff149) on pinch valve pv42 to resolve the issue. A field service engineer (fse) was not dispatched for this event as the customer was able to resolve the issue through troubleshooting with the assistance of cts over the telephone. (B)(4).